Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported a perforation in PICC caused leakage while flushing when patient back in for chemo. The patient attended to have their ambulatory chemo device disconnected from their PICC line. When the line was flushed fluid leaked from a non-visible perforation approx. 5 cm from the hub. The line was therefore removed. No other information was provided.